Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it had been determined that the station¿s half-height main drawer had been about to come out. The field service engineer (fse) had found that the bearing cage of the 2.1 main drawer had been failing and had replaced the retractor band in drawer 2.1 main. Additionally, the magnet rail of 2.2 main had detached from the sidewall, but the fse had successfully adhered it back in place, restoring its function. A half-height drawer had been required for full replacement. The fse had also replaced the defective half-height drawer in main drawer 2 and had tested the system for functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es half height main drawer had been about to come out. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there was a delay, and no adverse events or injuries reported based on this event.